Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. Literature citation: fried, j., farr, m., kanwar, m., uriel, n., hernandez-montfort, j., blumer, v., li, s., sinha, s., garan, a., li, b., hall, s., hickey, g., mahr, c., nathan, s., schwartzman, a., kim, j., ton, v.-k., vishnevsky, o., vorovich, e., ¿ kapur, n. (2024). Clinical outcomes among cardiogenic shock patients supported with high-capacity impella axial flow pumps: a report from the cardiogenic shock working group. The journal of heart and lung transplantation, 43(9), 1478¿1488. Https://doi.org/10.1016/j.healun.2024.05.015

Event description:
Abiomed japan forwarded a publication from nyu columbia entitled clinical outcomes among cardiogenic shock patients supported with high-capacity impella axial flow pumps: a report from the cardiogenic shock working group in which cardiac patients were analyzed - 6,205 patients - 754 did have the impella 5.0/5.5 support. Adverse events noted in the multicenter publication are limb ischemia, bleeding, hemolysis, and strokes.

Manufacturer narrative:
The investigation for the reported access site bleed, hemolysis, limb ischemia, stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, hemolysis, limb ischemia, stroke could not be determined.